Event description:
Per territory manager: at explant, the valve looked pristine without pannus or tissue in the orifice; however, one leaflet was stuck in the closed position. Add'l info received from the surgeon indicated an echocardiogram and fluoroscopy showed the leaflet was stuck in the closed position. After the valve was explanted, the leaflets were still "stiff" and did not move freely. The surgeon will forward the operative reports to the territory manager.